Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the first stent was implanted on the proximal section of the artery. While trying to position the second stent, a 2.25x18 mm promus, on the distal segment of the lesion, the stent was dislodged from the stent delivery system (sds). An ivus was done and the dislodged stent was seen on the perimeter, just after the first stent. They didn't have a snare, so they just compressed it to the vessel wall with another stent. No patient effects have been reported. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its band label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Factors that can contribute to stent dislodgement include... Interactions with other devices and/or anatomy, and lesions morphology. The IFU states: "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." Possibly an interaction between the deployed stent and the promus stent contributed to the difficulties advancing and dislodgement. A definite cause cannot be determined, though there are no indications that a product deficiency contributed to the difficulty advancing or dislodgement.